Manufacturer narrative:
According to publication pre-proof, "Transpericardial Ultrasound-Guided Management of Visceral Malperfusion in Acute Type A Aortic Dissection" Veronica Lorenz, MD, Giulio Tommasino, MD, Luigi Muzzi, MD, Enrico Tucci, MD, Eugenio Neri Prof, MD, 1 death due to aortic wall perforation by an AMDS stent. This investigation is relegated to AMDS 55-40 C2460354F for death.Additional information regarding this event was received. Patient ((b)(6)1951); operated of Type A (debakey type 1), with visceral malperfusion ( (b)(6)2024)AMDS size / Lot number: AMDS 55-40 C2460354F.Procedure date:(b)(6)2024.Pre-operative and post-operative DICOM imaging: datasets are not available Site of perforation: The perforation occurred in the distal thoracic aorta. Based on the postmortem findings during systolic expansion, this likely generated repeated focal stress against the already weakened dissected aortic wall, eventually resulting in delayed aortic rupture.Deployment difficulties: No significant technical difficulties were encountered during deployment of the AMDS during the index procedure.Date of death: (b)(6)2024 POD 7.Autopsy: autopsy was performed. No additional information forthcoming. The manufacturing records for AMDS 55-40 C2460354F were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the Device Master Record. All lots passed functional testing and met release specifications. A review of the available information was performed. A 72-year-old male patient had an AMDS 55-40 (Lot #: C2460354F) implanted on (b)(6)2024. The complaint report states, ¿one death was due to aortic wall perforation by an AMDS stent.¿ Additional information received from a surgeon of the operating institution states the following. Patient was operated on with Type A (DeBakey type 1) aortic dissection and visceral malperfusion. In terms of site of perforation, ¿the perforation occurred in the distal thoracic aorta. Based on the postmortem findings, during systolic expansion, this likely generated repeated focal stress against the already weakened dissected aortic wall, eventually resulting in delayed aortic rupture.¿ According to the institution, no significant technical difficulties were encountered during deployment of the AMDS device during the index procedure. Date of death: (b)(6)2024 Post-Operative-Day 7. Pre-operative and post-operative imaging was not available for this patient at the time of this report. No additional information is forthcoming. The AMDS observation described in this complaint has a clinical impact on one patient, which resulted in death. Upon completing a review of the available information, there is not enough information to determine what, if any, contribution the AMDS device had on the reported aortic wall perforation. Of note, ¿Dissection, perforation, or rupture of the aortic vessel & surrounding vasculature¿ is listed in the Clinical Evaluation Report (CER) as a potential side effect. Artivion device inspection and lot history record demonstrates device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with AMDS will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A complaint and recall query was performed for AMDS 55-40 C2460354F to identify previously reported complaints or recalls associated with this lot number. No complaints or recalls were identified for this lot number. Based on the available information, a root cause for this event cannot be determined. If information is provided in the future, a supplemental report will be issued. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the Device Master Record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at Artivion ¿ formerly CryoLife/Jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA Evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary.

Manufacturer narrative:
PLEASE NOTE THE HDE NUMBER FOR THIS DEVICE - H230007. THIS INVESTIGATION IS CURRENTLY ONGOING. ANY ADDITIONAL INFORMATION WILL BE PROVIDED IN THE FOLLOW-UP REPORT. THIS REPORT IS BEING SUBMITTED AS REQUIRED BY FEDERAL REGULATIONS AND DOES NOT CONSTITUTE AN ADMISSION THAT THE DEVICE CAUSED OR CONTRIBUTED TO THE REPORTED EVENT. FURTHERMORE, THIS REPORT REFLECTS THE EVENT AS ALLEGED BY THE COMPLAINANT AND DOES NOT IMPLY THAT THE INFORMATION REPORTED TO ARTIVION ¿ FORMERLY CRYOLIFE/JOTEC IS ACCURATE OR HAS BEEN CONFIRMED BY ARTIVION ¿ FORMERLY CRYOLIFE/JOTEC.

Event description:
ACCORDING TO PUBLICATION PRE-PROOF, "TRANSPERICARDIAL ULTRASOUND-GUIDED MANAGEMENT OF VISCERAL MALPERFUSION IN ACUTE TYPE A AORTIC DISSECTION" VERONICA LORENZ, MD, GIULIO TOMMASINO, MD, LUIGI MUZZI, MD, ENRICO TUCCI, MD, EUGENIO NERI PROF, MD, 1 DEATH DUE TO AORTIC WALL PERFORATION BY AN AMDS STENT. THIS INVESTIGATION IS RELEGATED TO AMDS, UNKNOWN CONFIGURATION FOR DEATH.